Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade iii capsular contracture.

Event description:
Patient reported anxiety about the risk of her breast implant and stated, "the surgeon confirmed that I am now experiencing baker grade iii capsular contracture". This record is for the right side. The device remains implanted.